Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the tip of the monopolar curved scissors (mcs) tip cover accessory had cracked. The customer had noticed that this issue has been occurring more frequently recently. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory for failure analysis investigation. The accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.254¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. There were no missing pieces. Additional observation(s) not reported by site: the accessory was found to have gouges on the outer surface of the tip cover. The gouges were not axially aligned. There was no material found missing. The event caused partially or wholly by the user of the device including sample handling. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.